Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamp sleeve in position #2 was stuck in the up position. The fse checked the holding force of the plunger clamp it was within specification. The fse replaced the tip clamp, cleaned the tip clamp sleeve. During splld check, the fse received a 'no detection' error message for tips #2 and #4. The fse replaced the tube lifters at position 2 and 4 to correct the problem. The fse performed splld checking procedure again and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.